Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The review of the specific device history record (DHR) for the product detailed above verified that the guide wire was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. The device was in accordance with the specifications at the time of delivery. For technical investigation the affected guide wire was examined under microscopy. No damage of the ptfe coating could be seen. There were no voids or scrapes evident at 20x along the entire coating length. All distal bonds were intact. No product failure could be identified.

Event description:
Loss of wire coat during pass through introducer needle. Galeo wire (f) lost outer coat during procedure.

Manufacturer narrative:
(B)(4)2017 - it should be noted that after a historical review of our records, this event was recognized as reportable to the FDA. The content of this report was inadvertent linked to another, earlier submitted report ( MDR-1028232-2015-01673). This report is a correction of this mistake. Additionally, checked the box that indicates the device was returned for analysis.